Event description:
It was reported that during an initial left total knee arthroplasty, the sterile femoral component packaging appeared to be dirty or dusty when it was opened. There was no damage to the outer packaging and the debris appeared to be on the inside of the bag. The surgeon requested a new device as sterility was uncertain. There was a one minute surgical delay while a new implant was retrieved. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and evaluation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. Visual evaluation of the provided photos confirmed the event and found the sterile poly bag is discolored with a cloudy appearance. The poly bag used to package this device was previously redesigned to address an issue with the bag sticking to the device, which creates a cloudy appearance when the poly bag is rubbed by the device during transit. The sterility of the device has not been compromised. The condition of the device when it left zimmer biomet is conforming to specification. Root cause of the reported packaging malfunction can be attributed to transit damage. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. Visual evaluation of the provided photos confirmed the event and found the sterile poly bag is discolored with a cloudy appearance. The poly bag used to package this device was previously redesigned to address an issue with the bag sticking to the device, which creates a cloudy appearance when the poly bag is rubbed by the device during transit. The sterility of the device has not been compromised. The condition of the device when it left zimmer biomet is conforming to specification. Root cause of the reported packaging malfunction can be attributed to transit damage. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.